Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant of the lead, sensing and capture values could not be obtained. The lead was removed and replaced.